Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) lead anomaly.

Event description:
It was reported that the patient's system failed. Attempts to reposition the right atrial lead were unsuccessful due to the vessel being occluded. A new lead was implanted on the right side.